Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the elevated impedances was not determined. Even after multiple impedance checks, the impedances remained elevated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient had elevated impedances and couldn't be cleared for a magnetic resonance imaging (MRI). Multiple impedance checks were performed. It was noted the issue was resolved and the patient's status was alive-no injury at the time of the report. No further patient complications have been reported as a result of this event.